Manufacturer narrative:
The independent cec evaluators have adjudicated the previously reported event as possibly related to the study device and procedure. Analysis: the samples were discarded at the user facility: therefore, evaluations of the actual samples are unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed this event as possibly related to the study device and procedure. Reocclusion is an inherent risk of any pta procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the middle one-third of the superficial femoral artery (sfa) to the proximal popliteal artery of the left leg. Approximately 7 months later, the hcp treated the patient's reoccluded left sfa with two normal pta balloons from another manufacturer and one lutonix dcb. Next, the hcp placed two additional stents, manufacturer unknown, resulting in residual stenosis of 20%. No further adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00043. The independent cec evaluators have adjudicated the previously reported event as possibly related to the study device and procedure.

Manufacturer narrative:
Analysis: the samples were discarded at the user facility: therefore, evaluations of the actual samples are unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed this event as possibly related to the study device and procedure. Reocclusion is an inherent risk of any pta procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). Actual device not evaluated

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the middle one-third of the superficial femoral artery (sfa) to the proximal popliteal artery of the left leg. Approximately 7 months later, the hcp treated the patient's reoccluded left sfa with two normal pta balloons from another manufacturer and one lutonix dcb. Next, the hcp placed two additional stents, manufacturer unknown, resulting in residual stenosis of 20%. No further adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00043.